Manufacturer narrative:
Ortho performed batch review, complaint review by lot and master lot. All results were satisfactory. Retain testing unable to be performed since product expired on 06jan2017. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3. Customer reporting rh discrepancy for one patient. According to customer, patient was tested at facility on three separate occasions using mts abd/rev grouping gel cards and in all three events, the blood type was reported as group a, rh positive with 3+ positive for d antigen. (Testing performed using both provue and vision analyzer). Customer further stated patient was admitted to hospital and at the hospital, was type as group a, rh negative. (Method used by hospital not provided) customer final stated because of rh discrepancy, sample was sent for molecular testing. Report from molecular lab indicated that patient's predicted phenotype should be rhd negative. No information on dates and lot # provided to ortho care on testing by initial facility or the hospital, where patient was admitted to. Update received 15feb2017. Issue started on: reported (B)(6) 2017: frequency: 3x, methodology used: provue/ vision. Last qc run: day of testing and acceptable. Patient pregnant: yes. Sample type: edta. Ortho care requested information on lot # used for testing from facility and if possible hospital where patient was tested as rh negative. Waiting for information. Email received from customer on gel cards used for testing and dates involved: patient was first tested on (B)(6) 2016 . As per the provue, the patient is a pos; rh 3+. Mts abd/rev gel cards lot # = 022616037-02, expiry 06jan2017. Second date of testing was on (B)(6) 2016 . As per the provue, the patient is a pos; rh 3+. Mts abd/rev gel cards lot # = 042216037-01, expiry 25jan2017. Third event was on (B)(6) 2017, on vision the blood type = group a pos; rh 3+. Mts abd/rev gel cards lot # = 101316037-13, expiry 07sep2017. On 13feb2017, srms consulted with mso and are requesting ortho care to contact the customer with further questions: lease confirm the molecular test result is rhd negative not rhd variant. Did the patient receive any blood/blood products? If so, what blood type? Was there any previous occasion (ie pregnancies) that this patient might have received rhogam if it were known the patient was rh negative? .can you get a sample returned of the patient in questions blood for further testing? Follow-up from 15feb2017: information from arup lab indicated that the sample in question should be reported as rh negative phenotypically. Also progenika lab indicated that the sample is an rh variant. According to customer, the medical director was not able to reach the doctor for additional information.